Event description:
The event description according to the customer is as follows: while doing a safety check control in service mode, the blower flow test was not successful.

Manufacturer narrative:
Hamilton medical ag event reference number: cer (B)(4). Field d4 was not updated with full UDI information as requested since the device was manufactured before 2015. The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Manufacturer narrative:
Hamilton medical ag event reference number: cer (B)(4). Field d4 was not updated with full UDI information as requested since the device was manufactured before 2015 the internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited. A detailed investigation was performed by an expert from the technical service: this incident occurred during a preventative maintenance at the site of our partner löwenstein. A failed self-test does not indicate a malfunction but rather was designed to prevent it. It serves as a security check to ensure all systems are functioning properly. If self-test is failed, it does not imply immediate danger, but rather alert an issue that needs to be addressed to prevent future problems. In conclusion, a failed self-test should not be viewed as a malfunction and an immediate or critical failure, but as part of the pre-emptive safety and maintenance measure. As soon as the underlying issue is addressed properly, the ventilator can be safely used on patients. Therefore, a failed self-test is not considered a reportable event.

Event description:
The event description according to the customer is as follows: while doing a safety check control in service mode, the blower flow test was not successful.